Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-10005. It was reported the pt (netherlands) was no longer receiving effective stimulation (it is unk when this event began). It was noted that effective therapy was established following implant of the scs system; however stimulation no longer reduced the pt's pain and was subsequently explanted. During the procedure, the physician reported that the suture around the anchor cut the surface of the anchor (device 20). Please note: device info has been requested; however, no further info was available at the time of this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.